Event description:
The customer reported to corporate product surveillance (cps) that the y-site of the clearlink non-dehp continu-flo set did not work when they tried to access it. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.